Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6165950, medical device expiration date: na, device manufacture date: 2016-08-23, medical device lot #: 7023686, medical device expiration date:na, device manufacture date: 2017-03-20, medical device lot #: 7065708, medical device expiration date: na, device manufacture date: 2017-04-27. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6221849. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. This batch was manufactured before expiration dates were added to packaging. A review of the device history record was completed for batch # 7023686 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted [200682543] that did not pertain to the complaint. This batch was manufactured before expiration dates were put on packaging. A review of the device history record was completed for batch # 7065708 all inspections were performed per the applicable operations qc specifications. There were no notifications noted that pertained to this complaint. This batch was manufactured before expiration dates were put on packaging. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the syringe 0.3ml 31ga 6mm wholeunit 10bag did not have a label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: pharmacy reported the noticed boxes with same item number but without expiration date information from their supply.